Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the white seal at the tip of the force bipolar instrument was coming out frayed. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage to the instrument was identified during central processing and not during a surgical procedure. There were no reports of fragments falling from the device while it was used within a patient, and no material appears to be missing or detached, though the instrument was coming apart. The patient has not returned to the hospital with any post-surgical complications related to retained foreign material.